Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part returned. Device history lot part number: 03.221.017 synthes lot number: p301275 supplier lot number: p301275 release to warehouse date: 06-mar-2018 manufacturing site: synthes monument supplier: rti surgical no ncrs were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2019, a cable lock piece for an unknown cable tension-ER did not click and released. It is unknown if there were a procedure and patient involved. Concomitant device: unknown cable tensioner (part# unknown, lot# unknown, quantity# 1) this complaint involves one (1) device. The investigation was performed at rti surgical flow: device interaction/functional visual and functional inspection: initial quality assurance inspection observed difficulty locking the cam lever of the tension-ER bit with one hand. The device was routed to instrument assembly for further evaluation. Device lubrication was applied to the tension-ER bit. Following lubrication, the device passed functional testing and was found to operate as intended dimensional inspection: as the issue was determined to be related to the tensioner, dimensional inspection for this cable lock was not applicable. Once lubricated, the device was found to function as intended. DHR review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the reported condition was confirmed as it was facing difficulty in locking due to the lack of lubrication, a manufacturing root cause could not be established with the information obtained. This occurrence is below actionable limits. Further root cause analysis will not be performed at this time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Reference section 7.2 of the synthes orthopedic cable system instrument dfme, revision date (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a cable lock piece for an unknown cable tensioner did not click and released. It is unknown if there were a procedure and patient involved. Concomitant device: unknown cable tensioner (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 1 for (B)(4).